Event description:
Note: this report pertains to one of two devices implanted during the same procedure. Associated manufacturer report #3005099803-2013-00845 pertains to the other device. It was reported to boston scientific corporation that an uphold vaginal support system was implanted into the patient on (B)(6) 2011. According to the complainant, the patient experienced pain due to eroded mesh and additional medical treatment. According to the physician, the patient was last seen on (B)(6) 2011. At this time, the patient stated that she was "feeling better but not completely back to normal." All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.